Event description:
It was reported that the 9600+ system displayed a bad iris pot error when booted up. It was noted that this is an intermittent problem and reboot will clear. There was no report of pt injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. Replaced the collimator and performed collimator calibration. Also identified the need to replace the cross arm brake handle. Replaced the brake handle. The system was tested and found to be working as intended and placed back into service.